Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital form (B)(6) 2014, for cerebral vascular accident. The patient's inr on (B)(6) 2014 was 4.3. The patient reportedly experienced an acute right occipital infarct, and had no vision in his left eye. The patient remains ongoing.

Manufacturer narrative:
The pump was not returned to the manufacturer. No further information is available at this time. A supplement report will be submitted when manufacturer's investigation is completed.

Event description:
Additional information was received from the surgeon that the patient underwent a successful heart transplant on (B)(6) 2014. Prior to the transplant, the patient was on the list as a status 1a due to protracted hospitalization with lvad complications (right parietal stroke/tia). The patient is reportedly doing well.